Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 2000 literature article, by herren et al. The authors report 4 revisions following mcp joint arthroplasty with swanson finger joint implants.